Event description:
It was reported that while on the patient the pump experienced a "system 8 error". As a result, the pump was exchanged off the patient. The field service technician confirmed the system 8 error - fiberoptix sensor status - no communication. The fiberoptix sensor board was replaced.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.